Manufacturer narrative:
E1: initial reporter address edif jessu t pinero ave fernandez juncos barrio pueblo e1: initial reporter phone no (B)(6). The device was received for evaluation. During evaluation, the device powered off without user input while on battery power. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the cause was identified to be a damaged wireless battery module which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off on battery power without user input. No additional information is available.